Event description:
On 02/22/1999, following a ptca and stent procedure an angio-seal device was placed in a pt's right groin. Later that evening the pt complained of pain from the groin radiating down. A doppler ultrasound was done which showed normal flow. The pt was discharged on 02/23/1999 and experienced continued pain. On 02/25/1999, the pt presented to the emergency room with an acute ischemic right leg, no pulses in the foot, ischemic pain, and the skin color was white and mottled. A surgical consult was called and the pt was taken to surgery. On 03/15/1999, the incision continued to heal properly, but the pt continued to complain of leg pain and required a walker for ambulation. As of 04/01/1999, there has been no further report to the MFR of complication or add'l pt sequelae.